Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during the use of a prostyle device relative to an endoprothesis implantation, the device became stuck in the anatomy due to a foot retraction issue. The device was removed using forceps. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty to close the foot was not confirmed as the foot deployment and retraction were verified via closing and opening the lever with no difficulty noted. The reported entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the device entrapment. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional prostyle device referenced in b5 is captured under a separate medwatch report.

Event description:
Subsequently to the initially filed report, additional information was provided. It was reported this was an arteriotomy closure of the bilateral common femoral arteries using the pre-close technique via a 6f sheath hole at both puncture sites prior to an endovascular aneurysm repair (evar) procedure. Reportedly, two prostyle devices became stuck, one at each puncture site, due to a foot retraction issue. The devices were removed using forceps. The sheath was upsized to 18f on the right common femoral artery and 12f on the left common femoral artery and the evar procedure was completed. Hemostasis was achieved via surgical intervention at both punctures sites. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.